Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing during a fast rate. Also, the smart pass feature had programmed itself off via a change in the intrinsic morphology. Technical services discussed some programming options. The sensing vector has now been reprogrammed from secondary to the primary vector. There were no additional adverse patient effects. The system remains implanted.